Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: customer stated that the infusion set was leaking.

Manufacturer narrative:
H.6. Investigation: the customer reported leakage and returned one used sample of material 2426-0007. The sample leaked from the blue clip that goes into the bottom of the pump, and the complaint is verified. Tubing was separated in the lab and analyzed under the microscope to find the solvent issue. The tubing did not separate on its own, and the root cause was found to be undistributed solvent on the tubing. Manufacturing confirmed the failure. No other failure modes observed. A device history record review for model 2426-0007 lot number 21109038 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21109038 regarding item #2426-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: customer stated that the infusion set was leaking.